Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a call service alarms. It was noted that the pump was rebooted three times and the call service alarm would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: a review of the pump history showed multiple ¿call service¿ alarms were recorded. During testing, the pump powered on and emitted a ¿call service¿ alarm. The pump was opened and a flex component on the printed circuit board was found to be defective. The defective flex was removed and the pump was able to power on with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.